Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Femoral angiogram and ultrasound noted heavy calcification was noted at the access site. Additionally, it was reported that obtaining access with micro puncture and sheath was challenging. These likely contributed to the reported difficulty advancing the device into the anatomy. Factors that may contribute to difficulty closing the foot and device entrapment may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The prostyle device was successfully deployed and the lever was returned to its original position prior to device removal; however, significant resistance was felt upon removal of the prostyle device due to the foot not retracting. The prostyle device was stuck. The prostyle device was attempted to be retrieved against resistance but remained stuck. The prostyle device was cracked open to put the lever down manually but the device remained stuck. A surgical cutdown was performed to retrieve the prostyle device and achieve hemostasis. It should be noted that the prostyle instructions for use (IFU) states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the removal attempt against resistance did not contribute to the reported event as it was circumstantial related to the difficulties experienced. H6 medical device problem code: 2017 - against resistance.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using a prostyle device after an unsuccessful completion of the coronary interventional procedure using a 6f sheath. Obtaining access with micro puncture and sheath was challenging. Reportedly, resistance was noted during advancement of the prostyle device into the anatomy. The prostyle device was successfully deployed and the lever was returned to its original position prior to device removal; however, significant resistance was felt upon removal of the prostyle device due to the foot not retracting. The prostyle device was stuck. The prostyle device was attempted to be retrieved against resistance but remained stuck. The prostyle device was cracked open to put the lever down manually but the device remained stuck. A surgical cutdown was performed to retrieve the prostyle device and achieve hemostasis. There was no reported adverse patient sequela. A clinically significant delay in the procedure occurred. No additional information was provided.